Event description:
Note: this report pertains to the second of two reported malfunctions occurring during the same procedure. Refer to MFR report #3005099803-2008-01056 for details regarding the first reported malfunction. It was reported that boston scientific corp that an rf ablation procedure was performed using a coaccess needle electrode. Reportedly, ablations were performed "with multi step deployment (od of tines; 5mm, 10mm, 15mm, 20mm, & 25mm). Some ablations were performed without problem. After that, ablations were done with 5mm and 10mm deployment each other. However, it was tried rfa with 15mm deployment, the od became 30mm. Though it was retried to fix 15mm, it was failed." According to the complainant, the needle electrode was removed and successfully completed with a third coaccess needle electrode device.

Manufacturer narrative:
Visual examination of the returned device noted score marks on the handle plunger, likely from the physician marking the amount of the array was extended so that a series of partial deployments could be conducted. No other visual defects were found with the device. A functional evaluation concluded that the array could be properly deployed and retracted. The array was noted to exhibit a uniform umbrella shape when deployed, as intended. The complaint could not be confirmed. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database was performed and identified one additional complaint recorded for the lot number (same issue, same event).